Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2015 with the following findings: a review of the pump¿s black box showed loss of prime warnings with low non-zero force. During testing, the pump emitted a no cartridge detected alarm when attempting to perform the load step with a test cartridge. Further testing was not able to be performed due to the load step malfunction. The force sensor calibration was found to be out of specification. The force sensor resistance was found to be within specifications. Unrelated to the complaint, investigation revealed that the battery compartment was cracked on the side, extending from the case seal towards the threads. There was moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture corrosion was found throughout the inside of the pump. The force sensor flex pins were seated appropriately into the connectors. No defects were found to the force sensor flex. Moisture corrosion was observed on the printed circuit board adjacent to the force sensor connectors. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).